Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was found to project over the right pubic ramus and may lie within the deep pelvis/migration') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain female/pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with intrauterine contraceptive device (paragard). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, anaemia, dyspareunia and genital haemorrhage outcome was unknown and the heavy menstrual bleeding and pelvic pain had not resolved. The reporter considered abdominal pain, anaemia, device dislocation, dyspareunia, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff discussed the option of a hysterectomy and salpingectomy to remove the essure coils, but the doctor discouraged this option because of her young age. Accordingly, the doctor has been unable to treat plaintiff¿s symptoms. Discrepancy noted in date of insertion: (B)(6) 2014 (as per mr). Right essure placed- 5-7 coils visualized. Left essure placed. Difficult to visualize. (As written). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: normal filling of the uterine cavity is identified. Essure coil is identified in place on the left there is filling of the proximal fallopian tube just off the cornua of the uterus on the left. There is no free spillage on the left. There is complete filling of the - right fallopian tube with possible free spillage into the peritoneal cavity essure coil projects over the right pubic ramus and may lie within the deep pelvis. Diagnostic results: (B)(6) 2014: hysterosalpingogram - identified the left essure coil and found no spillage of contrast from the left fallopian tube. However, the right essure coil had migrated and was found to project[s] over the right pubic ramus and may lie within the deep pelvis. Right fallopian tube not occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: medical history, reporter information, patient's date of birth, were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was found to project over the right pubic ramus and may lie within the deep pelvis/migration') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On 28-may-2014, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain female/pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with intrauterine contraceptive device (paragard). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, anaemia, dyspareunia and genital haemorrhage outcome was unknown and the menorrhagia and pelvic pain had not resolved. The reporter considered abdominal pain, anaemia, device dislocation, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff discussed the option of a hysterectomy and salpingectomy to remove the essure coils, but the doctor discouraged this option because of her young age. Accordingly, the doctor has been unable to treat plaintiff¿s symptoms. Diagnostic results: (B)(6) 2014: hysterosalpingogram - identified the left essure coil and found no spillage of contrast from the left fallopian tube. However, the right essure coil had migrated and was found to project[s] over the right pubic ramus and may lie within the deep pelvis. Right fallopian tube not occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated and was found to project over the right pubic ramus and may lie within the deep pelvis/migration') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain female/pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with intrauterine contraceptive device (paragard). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, anaemia, dyspareunia and genital haemorrhage outcome was unknown and the menorrhagia and pelvic pain had not resolved. The reporter considered abdominal pain, anaemia, device dislocation, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff discussed the option of a hysterectomy and salpingectomy to remove the essure coils, but the doctor discouraged this option because of her young age. Accordingly, the doctor has been unable to treat plaintiff¿s symptoms. Diagnostic results: on (B)(6) 2014: hysterosalpingogram - identified the left essure coil and found no spillage of contrast from the left fallopian tube. However, the right essure coil had migrated and was found to project[s] over the right pubic ramus and may lie within the deep pelvis. Right fallopian tube not occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: patient's name updated and new event added-abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.